Event description:
At the conclusion of a cardiac catheterization, the angioseal device was deployed according to instruction, without closure of arteriotomy. Pressure was held to the groin for 12 minutes and then a dry sterile dressing was applied. The pt suffered no post op complications.